Event description:
It was reported that at the implant procedure, the device was connected to the leads but there was no left ventricular (lv) pacing threshold or pacing at maximum output. The measurements through the analyzer were normal. The lv was unplugged and reconnected several times but there were still no measurements. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis found no anomalies. We also received performance data collected from the device and have analyzed the data. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.